Event description:
A reported incident involving spiros, closed male luer with red cap, with a possible lot number 48337157, described that the device failed to latch onto a syringe and the plunger within the port became stuck, preventing fluid transfer. As a result, a vial of cytoxan had to be discarded. There was no reported patient involvement or harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation. However, it has not been received.